Event description:
The coating of the extend jag precursor guidewire was noted to peel off when a plastic biliary stent was passed over it. Multiple attempts to obtain additional event and pt information from the user-facility have not been successful. There is no further information available at this time.